Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419488 implantable pacing lead, (B)(6) 2011; 5076-52 implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that the device was depleting at a fast rate. The device remains in use. No patient complications have been reported as a result of this event.